Event description:
The support piece that holds up the bucket and clip corroded off causing the bucket to fall and the contents to spill. No report of injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9630-4, serial number/date code unknown is approximately an unknown age. The owner's manual part number 1148075, rev.b (jul-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's was contacted for additional information however, medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.